Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 400 units and the customer did not remove air from the cartridge prior to filling the cartridge. The customer's blood glucose (bg) level was 297 mg/dl. Reportedly, the suspected cause of the bg level was that the customer was concerned the pump was not working after the alarm occurred, so the customer did not request or deliver any corrections via the pump or other insulin methods. The bg level was addressed with a correction via the pump. The customer successfully reloaded the cartridge to address the event.